Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 95% stenosis and calcification. (Deformation problem) evaluation codes, conclusions: 50 device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 95% stenosis and calcification. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician was attempting to deliver a 2.75x 24mm endeavor resolute drug-eluting stent to a calcified lesion in the lcx with 95% stenosis but the device could not cross. The physician changed to another stent to complete the surgery. Reported that the patient is good. No clinical sequelae were reported. Evaluation summary: the device was returned with a non-medtronic protective sheath and stylette. The distal tip was flared. The strain relief was bent. The stent was positioned correctly on the balloon between the inner shaft markers as per specification requirements. No resistance was felt during initial mandrel movement. The 8th, 10th, 11th, 13th and 14th distal stent segments were deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).